Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. Access was obtained contralaterally. The 90% stenosed lesion was located in the moderately tortuous right superficial femoral artery. The physician inserted a non bsc guiding sheath to the right external iliac and a non bsc guide wire was used to cross the lesion. Sterling mr 4.0 x 40/135 mm was used to predilate the lesion, however, it ruptured at 14atms on an unspecified inflation. Angiography was performed and no blood vessel damage was noted. Then, the physician completed predilation with a non bsc device and implanted a non bsc stent. Post dilation was performed with another non bsc device to complete the procedure. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).